Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database cannot be performed as a lot number was not provided.

Event description:
The account alleges that the guidewire was unable to be advanced into the ripv. It was stuck. They advised proper undeployment of the catheter and wire into the sheath. They took a look at the wire outside of the body and it was still stuck. There seemed to be some tissue entrapment. They replaced the catheter with a new lot number.